Event description:
Per the clinic, the patient experienced dizziness and poor performance with the device. It was reported that the electrode array was not in the correct position and open circuit were noted on electrode 21. There were plan to explant the device and the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.